Event description:
Information was received from a patient regarding an external device for an implantable neurostimulator (ins). The reason for call was due to difficulty recharging the ins. Pt states that a message appeared on the screen of the controller that told her she was "unable to recharge and contact mdt" (pt unable to further clarify since she was able to resolve this screen by doing a controller reset). Pt noted after the controller reset, she was able to recharge the ins. Pt reports that since this screen appeared, it takes her between 10-30m for her to establish a charging session for the ins. Pt reports that the rtm paddle, entire rtm cord, and relay box are getting very hot. Pt states that this morning when she went to recharge the ins, she was in passive recharge mode, and she couldn't get the middle number (on passive recharge mode) above 4. Pt reports as well that the rtm makes loud constant clicking noises. Reviewed expectations w/ the rtm making clicking noises. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the damaged device.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure, no device found. It was also noted there was a recharge antenna failure, rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.